Event description:
The healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as fold flow opening. Additional observations: ¿ stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
The healthcare professional reported left side rupture. Healthcare professional also reported the following events, which are not device-related: ¿left breast 12 o¿clock direction 0.8cm of round enhancing nodule and t2 high signal intensity¿, ¿the lesion was fibroadenoma¿, ¿fibroadenoma in left 12:00¿, ¿similar lesion was found at 7 o¿clock¿. Device has been explanted.